Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported to a company representative that ¿when placing the cannula in the device (juvéderm¿ voluma¿ with lidocaine), the cannula did not fit properly¿ and ¿when applying the product, it comes out through [t]he sides between the syringe thread and the cannula.¿ healthcare professional further described ¿placing the cannula into the top of the device, but it did not spin the normal amount (in depth)¿ and when ¿putting a little more pressure¿ on it, ¿smoothly, the syringe fissured at the tip.¿ product came out between the cannula and the syringe. 0.1cc injected in the cheeks, ck1, ck2, and ck3. Packaged needle and a 25g cannula were used. Patient contact was made; no injuries reported.